Event description:
Medtronic received information that following the implant of a transcatheter bioprosthetic valve, an iliac runoff study demonstrated delayed flow in both iliac arteries, with poor flow in the right common femoral artery. A cross over balloon in the right common femoral artery was placed and inflated, which improved flow. The patient then underwent vascular surgery to remove a blood clot and part of the artery was patched. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was discarded by the customer, therefore no product analysis can be performed. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).